Event description:
It was reported that during a rotator cuff repair surgery the scorpion needle broke during passage trough the supraspinatus. The needle knocked on the acromium several times. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed based on the x-ray customer provided photo, which displays the distal end of the scorpion needle was broken. No photo was provided of the damaged device. However, without the return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to user error of the device due to using excessive force to pass the needle through fibrous/calcific tissue, unsecured grasp of tissue, dry repetitive actioning outside of the surgical site, and/or prying/leveraging the device during use. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Event description:
Update avoe 29-apr-2024. It was further reported that the tip broke and became lodged in the tendon in the middle of the supraspinatus of the patient's shoulder. Rx was performed which confirmed the presence of the fragment (millimetre). The impact it will have on the patient is unknown, in relation to carrying out magnetic resonance imaging in the future.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Update avoe 02-apr-2024. It was confirmed that no change of the procedure was required and the surgery was finished successfully with a new device with the same part number. The surgeon tried to remove the broken tip of the needle but was unsuccessful.